Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a "weird thing" during treatment with the cycler. The patient ended treatment during dwell 3, then re-setup the cycler successfully. Upon review of the patient's treatment records, it was confirmed that the patient experienced a large drain amount during the first fill cycle, as well as a fill time of 2 hours and 10 minutes. The patient had experienced an iipv, to which the drain volume exceeded 200% of the fill volume. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete treatment with the original cycler after resetting up per recommendation. The patient is continuing with pd therapy on the original cycler without issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.